Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. Evaluation of the four photos showed evidence of leakage from the sample. Additionally, 10 retained samples were functionally tested and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, leakage occurred in the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, leakage occurred in the hub of an unspecified number of units. No adverse impact was reported regarding the patient or user.